Event description:
Same MFR# 3007566237-2010-01688. The pt had "convulsions" at the lead site which were caused by the neurostimulator (ins) and was treated at a hosp. She was at home in fair condition. She was scheduled to see her physician on (B) (6) 2010. Add'l info has been requested.

Manufacturer narrative:
(B) (4).